Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca) to posterior descending artery of rca and atrioventricular (av) of rca. After a 1.2x15 emerge balloon catheter was first used to dilate the lesion and was inflated at 10 atmospheres. Then a 2.00mm x15mm emerge balloon catheter was advanced for dilation. However, upon the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.